Event description:
It was reported the pt's device was replaced because hcp had gotten too much drug back at time of refill. This had been occurring slowly over the past year from 2 ml to up to 7 ml prior to replacement. The hcp indicated they did not feel the pump was functioning effectively. No symptoms were reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.